Manufacturer narrative:
A model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consume reported the tampon pulled apart during removal. She was able to remove all the pieces. Multiple attempts have been made to obtain further information regarding her use of the product, however no further information has been received.